Event description:
The patient is experiencing trochanteric pain. The following measurements were recorded at 18 months since index surgery: cobalt - 6.3; chromium - 1.2. Further follow up is planned for this patient.

Event description:
The patient is experiencing trochanteric pain. The following measurements were recorded at 18 months since index surgery: cobalt - 6.3; chromium - 1.2. Further follow up is planned for this patient.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown abg ii modular neck. Additional information has been requested and if received, will be provided in the supplemental report. Device implanted.

Manufacturer narrative:
An event regarding pain involving an unknown abgii modular device was reported. The event was confirmed. Complaint history review: a search of the complaint databases could not be performed as the reported device was not properly identified. Similar events have occurred for the abgii modular product family. These events were determined to be associated with (B)(4). Voluntary recall (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported pain is considered to be under the scope of this recall.